Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter first name updated.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Date of event - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.